Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported event of a discrepant result. Further review of the case determined that there was no allegation of a product malfunction or a discrepant result. The customer was seeking guidance on their result. Therefore, this complaint is considered not reportable.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
The investigation is still in progess. A supplemental report will be provided after completion.

Event description:
The consumer reported a disrcepancy in results with the binaxnow covid-19 self test. No additional information, including patient treatment and outcome was provided.